Event description:
Customer reports she tried to use device because she felt low blood glucose symptoms and received an error message. Customer states she felt faint, weak, had blurred vision, the passed out. Customer reports boyfriend found her and gave her orange juice. She states she felt better in 10 mins. No quality controls were run. A request was made for return of the suspect product and a replacement was sent.